Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user's caregiver stated that during a supply change, they noticed insulin leaking from the cartridge prior to visible drops appearing in the tubing during the fill step. The leak occurred before connection to the infusion set. The agent instructed the caregiver to discard the leaking cartridge and replace all supplies (cartridge, connector, and tubing). A goodwill order was created to replace the used supplies. No blood glucose (bg) impact or injury occurred.